Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump and reservoir cannot stay in. Customer blood glucose cannot recall their blood glucose reading. Troubleshoot was performed. The incident occurred at night.the reservoir ring was damaged. Customer stated that the reservoir damaged. Insulin pump will be returning for analysis.

Manufacturer narrative:
Findings: pump received with minor scratched display window, broken battery tube threads, missing reservoir tube o-ring, completely broken off reservoir tube lip and cracked case at reservoir tube window corners. The reservoir tube lip completely broken off and test reservoir will not lock/click in place.